Event description:
After an implantation period of approximately 9 days it was reported that the lead was explanted due to dislodgement.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that this damage was due to applied forces during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.